Event description:
During transport of a patient, it was noted that the spontaneous exhaled tidal volume was in upwards of 1500ml when the patient's set vte was between 350-400ml. There was no issue with oxygenating or ventilating the patient but they noticed a clicking noise from the ventilator. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings and passed the initial alarm volume test. During the initial final test, the ventilator had a non-conformance with measured vte at the ptv flow and the volume performance test 3. It is recommended that the pressure module be replaced to correct the problem that was identified during testing. A visual inspection found the power flex circuit was damaged where pins 4 and 5 of jp4 were burned. It is also recommended that the power flex circuit be replaced. Review of the event trace revealed several ¿blower demand exceeded alarm¿ conditions. The event trace indicates that the "blower demand exceeded alarm" conditions were preceded by alarm conditions that indicate the presence of a significant patient circuit leak. These preceding alarm conditions include "low ve alarm", "low peak alarm", "low peep alarm", and "high breath rate alarm" which repeatedly trigger then recover along with the "blower demand exceeded alarm" condition. The presence of a patient circuit leak in excess of the 30lpm leak compensation capabilities of the ptv ventilator can result in continuous peak blower operation while the ventilator attempts to meet the breath requirement settings of the patient.